Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse from the hospital reported via phone call that the customer was hospitalized on (B)(6) 2020 due to diabetic ketoacidosis and high blood glucose level of 397 mg/dl. The customer had been using the insulin pump system within 48 hours of high blood glucose level. The customer was treated with insulin drip at the hospital. They reported that the customer was exposed to magnetic resonance imaging. The customer also reported that the insulin pump ran out of insulin and battery was low. The drive support cap of the insulin pump was normal. The insulin pump passed high pressure test. The insulin pump will not be returned for analysis.